Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. Ge healthcare recommended replacement of the adjustable pressure limiting valve and manifold. The biomedical engineer advised that he would replace these parts. The patient information is currently unavailable. The biomedical engineer troubleshot this reported fault with ge healthcare technical support. Ge healthcare recommended replacement of the adjustable pressure limiting valve and manifold. The biomedical engineer advised that he would replace these parts.

Event description:
The hospital reported the unit was not relieving patient airway pressure as expected during a case. The clinician manually relieved the pressure. There was no report of patient injury.